Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly into connector on interface board. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 139 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.